Event description:
Needle came off [needle issue] ([injury associated with device]). Case description: does the incident represent a serious public health threat? No. This spontaneous case reported by a consumer from the united states as "needle came off" and "needle stuck under skin" and concerns a (B)(6) female pt with "type 2 diabetes mellitus" who was treated with novofine 32g (needle) from 2010 and ongoing. Pt's height: (B)(6). Medical history includes type 2 diabetes mellitus from 2009 and on-going and prior use of insulin degludec (start date unk, discontinued prior to lantus use). The pt did not have a current history of taking blood thinning medication. On an unk date in (B)(6) 2011, the pt experienced a novofine 32g needle becoming stuck under her skin after injecting with a lantus solostar pen. The pt reported having prior difficulty pushing down the button with the lantus solostar pen, but did not have difficulty with the pen at the time of the event. The pt reported she had used a new novofine 32g needle and lantus solostar pen at the time of the event and that she used a new needle every time she used a new pen. The pt reported she had been trained on the use of the pen and there were no visual abnormalities of the needle prior to injection. The pt did not perform an air shot prior to injection and did not perform a function check. The pt subsequently went to the emergency room (ER) where an x-ray was performed and confirmed that the novofine 32 g needle was inside her. Extraction of the needle was deemed unnecessary at the time. On an unk date, the pt spoke to her doctor who felt surgery may be necessary once the x-rays were reviewed due to the risk of the needle creating a pus pocket. At the time of the report, the pt had not visited her physician since the event. Action taken to novofine was reported as no change. The events were reported as not recovered. The novofine batch number was not provided.